Manufacturer narrative:
H10: additional information: updated section b1, b2, b5, h1 and h6 (clinical code and impact code).

Event description:
It was reported that during slap repair with a shoulder arthroscopy, the anchor of the microraptor knotted regenesorb was pulled out when tightening the knots. The anchor were successfully removed from the patient, and the procedure was completed with a microraptor knotless and a q-fix used in the additionally drilled bone hole. No delay or further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during slap repair with a shoulder arthroscopy, the anchor the microraptor knotted regenesorb pulled out when tightening the knot. The anchor was successfully removed from the patient, and the procedure was completed with a microraptor knotless and a q-fix. No delay or further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).